Event description:
It was reported that during an arthroscopic synovectomy procedure using the super multivac 50 ifs wand, the tip of the wand was allegedly damaged and the wand would not longer work. The procedure was delayed for 30 minutes, while the surgeon verified that there was no debris left inside the pt. The procedure was ultimately completed using an alternative technique. There were no reported pt complications.